Event description:
The hospital reported a product problem in a coiling procedure (anatomy location unknown). The device in question got stuck to the microcatheter, though the power supply indicated that the device in question had detached. Due to this incident, the tail of the device in question is sticking out of the aneurysm into the parent artery. The hospital reported that to date, the patient is all right, that there was no serious injury, and that the patient condition is satisfactory.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's complaint. No conclusion can be drawn. If further significant information is found, a supplemental report will follow.